Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient began experiencing symptoms of fatigue in (B)(6) of 2018. The cause of patient symptoms was not verified. The patient was brought to the hospital on (B)(6) 2018 for an attempted pulse generator change but the procedure was not completed. On (B)(6) 2018, the left ventricular lead, right ventricular lead, and atrial lead exhibited signs of unspecified lead malfunction and lead fracture and were replaced. The implantable cardioverter defibrillator was also replaced. During the procedure, the patient experienced a transient episode of hypotension. Fluoroscopy imaging did not demonstrate significant pericardial effusion and heart borders remained of normal contour. The patient was hemodynamically stable throughout and post procedure.